Manufacturer narrative:
Additional information: section h3, h6 & h10. Investigation: the complaint details indicate that a patient was discharged to home with an express mini 500 drain following thoracic surgery, with instructions on how to empty fluid drainage with a syringe. After several days a clot formed in the collection chamber and it became impossible to empty drainage with a syringe. No patient injury was reported. Follow-up questions were sent to the complainant to obtain further details, but were not responded to. The drain will not be returned and the lot number has not been provided. Therefore, no device evaluation could be performed, nor is deemed necessary, given usage of the device outside of its intended use environment and a failure mode specific to this off-label usage. Despite no evidence of any product malfunction, the event is considered confirmed, as the complaint involved reported use error/off-label use. The CAPA search identified a historical CAPA request from post-market surveillance in regards to the observed increase in outpatient use of express mini 500 drains. Additionally, there have been several CAPA requests initiated from complaint trend excursions related to outpatient use. CAPA (B)(4) for "mobile drainage products - outpatient use and continued use" identified that express mini 500 devices are being utilized in outpatient settings; however, home use is not the intended use environment. (B)(6) - IFU, drains, express mini 500, multilanguage (rev aa) does not state the device is for use in a clinical setting; however, the precautions do state "users should be familiar with thoracic surgical procedures and techniques before using a chest drain.". Additionally the cr evaluation suggests that there are instances of repeated fluid removal from the drain from the sampling port and continued reuse on the same patient, which does not align with the IFU as indicated in the precautions and sampling patient drainage sections. The root cause evaluation for the CAPA has determined that the usage of the express mini 500 devices is occurring because there is a clinical need for outpatient drainage systems. It was also determined that marketing materials were historically provided for express mini 500 suggesting that the device could be used in an outpatient setting and emptied, which does not align with the current design inputs. At the time of this complaint investigation, the CAPA is in the action planning phase. In terms of the reported malfunction, the express mini 500 drain is not designed or intended for fluid in the collection chamber to be emptied of fluid as a means to continue use of the device on a patient beyond 500 ml of fluid collection. The nac sample port is not designed or intended to be used as a means of draining fluid from the collection chamber of the device. Management of the device in the home setting being performed by non-clinical/non-medical individuals or by clinical care providers not familiar with management of a thoracic drain has the potential to increase the likelihood of malfunctions. Based on the evaluations performed, the root causes identified for this complaint include design, labeling, and user preference. A risk assessment was performed and found that the associated reported defect, the express mini 500 product remains operating within its approved risk profile. The risk management file adequately covers risk associated with outpatient and off-label usage. A further risk analysis of the outpatient use and continued use of the express mini 500 drains has been documented in (B)(6). H3 other text : device not available for return.

Event description:
N/a.

Event description:
Received a call he was the patient¿s husband who was helping care for his wife in an outpatient setting and had several questions about the mini 500. Patient was discharged with the express mini 500 and instructions on how to empty fluid drainage with a syringe. After several days a clot formed in the collection chamber and it became impossible to empty drainage with a syringe. Ron asked questions regarding the vacuum indicator, why the sample port might have clogged and why a small amount of fluid could leak out the top when tipped. Ron observed clot formation at the bottom of the collection chamber. I answered his questions regarding the check mark. I explained that the company does not provide instructions in the product IFU on how to empty drainage, only that if the sample port becomes clogged it is recommended to change the drain out for a new one. He would need to contact the hospital with any fluid drainage related questions. Ron was appreciative of the call and had no further questions.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.